Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was discarded by the facility and will not be returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
On 10/3/2023, it was reported by a sales representative via email that the drill and drill guide from an ar-8717ds-1110 dynanite nitinol staple implant system got stuck and would not disengage. The case was completed using a new ar-8717ds-1110 dynanite nitinol staple implant system. This was discovered during an akin procedure on (B)(6) 2023. The drill got stuck during drilling so they took everything out and used a new one.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.